Event description:
It was reported the patient's stimulation stopped the weekend previous to report and they had a return of symptoms. The patient went to the emergency room and had been hospitalized since. During interrogation at the hospital, it was noted that there were four activations on the device's magnetic reed switch. This created device on/off issues for the patient. The magnetic reed switch was enabled at the time. It was unclear what caused the switch to activate. It was reported the patient had not been exposed to any strong magnetic fields. The switch was then disabled at the hospital. It was reported that impedances were "very good" and the patient was again getting therapy when the device was turned back on. It was added that there was a noise heard that allegedly came from the device. It was stated the healthcare provider heard a "loud, ticking" noise upon interrogation. The noise was heard only at that time. It was unclear if the noise actually came from the device or from something else in the room. A follow up report will be sent if additional information is received.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).